Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 350 mg/dl. The customer stated that she was vomiting non-stop and was not eating. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she was treated in the ICU and released the next day. The customer declined to troubleshoot.